Manufacturer narrative:
(B)(4). If a g5 system, the g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. On facebook, the following was reported ..."watch out for false high readings if you take a steroid, too!" No additional event or patient information is available. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.